Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a battery/no power issue with the adc device. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided orange juice as treatment and obtained an unspecified blood glucose result. No further information was provided. There was no report of death or permanent impairment associated with this event.